Manufacturer narrative:
Continuation of concomitant products: product ID 977a260 lot# serial# (B)(4). Implanted: (B)(6) 2017. Explanted: (B)(6) 2021 product type lead product ID 977a260 lot# serial# (B)(4). Implanted: (B)(6) 2016. Explanted: (B)(6) 2021. Product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-feb-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 07-jan-2020, UDI#: (B)(4).

Event description:
It was reported that patient lost therapy. Impedances were checked. One lead was completely out of range while the other had 2 contacts out of range. Lead and ipg replacement. Issue resolved.